Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2, -11.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The lens was removed and exchanged with a shorter length lens during the same surgery (intraoperatively) due to observation of excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Corrected data: it is corrected to (B)(6) 2018 in the previous supplemental MDR (follow-up #2). Claim# (B)(4).

Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon implanted a 13.2mm, vicm5_13.2 implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The lens was exchanged for a shorter lens on the same day due to observation of excessive vault and the problem was resolved. (B)(4).

Manufacturer narrative:
Device evaluation: lens returned dry in a micro-centrifuge vial. Visual inspection found residue on the lens surface, a tear on the optic and haptic. Claim# (B)(4).